Event description:
Home patient (hp) reports a loose connection with pt line during treatment phase drain 1 of 4 of automated peritoneal dialysis therapy. The hp discontinued treatment and began with new supplies. The hp's rn reports no injury or medical intervention has been required. There has been no resulting infection.